Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement, "the device and wires thing came down also", the hcp stated that the patient was seen on (B)(6) 2026, the patient's dressing was changed, incision was clean/dry/intact. There was no issues with the device per the hcp. This was not caused by the normal battery depletion. The cause of the device coming down as determined, the most likely cause of the event was due to the dressing need to be changed. When asked about the steps taken to resolve the issue, the hcp stated that the dressing needs to be changed. The hcp confirmed that the issue was resolved. When asked about the steps taken to resolve the wires coming down, the hcp stated that the wires remain intact at the time of the appointment. The hcp confirmed that the issue was resolved. When asked about the steps taken to resolve the tape came down, the hcp stated that the dressing needs to be changed in office on (B)(6) 2026.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot# unknown; product type: lead. Product ID neu_unknown; serial# unknown, product type unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was unknown if the trial was initiated. It was reported that they were experiencing bleeding/haemorrhage. Before the patient got home the left side of the incision started bleeding. Their patient's representative patched it three times until it stopped bleeding. But it started to bleed again when they peed. The tape was stuck in their undies and the tape came down accidentally. The device and wires thing came down also. Patient couldn't go back to the hospital because they couldn't drive that far. Patient was hoping to just patch it back. The issue was not resolved and was still ongoing.